Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The reported over-infusion of heparin was confirmed through log analysis, which revealed that basic infusions were programmed at a rate of 650 ml/h instead of the intended 6.5 ml/h. Testing confirmed that the device was infusing within specification the inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened. The date of the event was reported as 07jul2025 without a specific time provided. The log analysis confirmed there was no infusion activity on that date. The log analysis identified programming data from (B)(6) 2025, indicating that a basic infusion (without guardrails drug regulations) was initiated at 12:00 am with a rate of 650 ml/h and a vtbi of 240 ml. The infusion lasted approximately six minutes, delivering 96.104 ml before the system was powered off. At 12:48 am, the infusion was reprogrammed at the same rate but with an increased vtbi of 400 ml, again without safety checks. By 1:04 am, an "air in line" alarm occurred, and the system was powered off once more, with a total volume infused of 266.199 ml. Later, at 8:51 am, a clinician re-added the pump modules, and the guardrails drug library was selected to program a heparin infusion (drug ID=693) at 6.5 ml/h with a vtbi of 250 ml. However, at 8:52 am, an attempt was made to reprogram the same pump at 650 ml/h for heparin, which triggered a guardrails alert due to exceeding the hard dose limit of 65,000 units/h. The pcu was powered off at 8:53 am review of the pcu error log showed there was no error logs available related to the reported event; review of the pump module error log did not report any errors recorded on the event. The incident administration set was returned for evaluation. Occluder spring and normal set load testing confirmed that no fluid flow occurred, and all trials passed successfully. No anomalies or malfunctions were identified in the pump module. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Root cause: the probable cause of the reported over-infusion of heparin was determined to be due to user programming. The review of the logs confirmed there were multiple basic infusions that occurred with a rate of 650 ml/h. The guardrails drug library was not utilized, preventing identification of the medications administered. The suspect pump module was found to be infusing within specification.

Event description:
It was reported an over infusion of heparin. The volume to be infused (vtbi) was 6.5ml/hr; however, the heparin infused at a rate of 650ml/hr. Through due diligence attempts, additional information was provided by the customer. It was reported the heparin was ordered to bridge the patient back onto the factor xa inhibitor. Clinician bypassed the pump guardrails and manually entered the heparin drip using the basic infusion pathway. The rate/dose ordered was 650u/hour (6.5ml/hr) but was entered as 650ml/hour which effectively resulted in a bolus of 25,000u of heparin over thirty (30) minutes. The error was discovered on completion of the full infusion. Administration of protamine to reverse heparin overdose. Patient remained stable with no active bleeding. Additional information was received during on visit. The heparin infusion was a 150ml bag containing 25,000 units of heparin. 240ml was the ordered volume to be infused however 250ml was programmed as the volume. No other infusions were running at the time. The customer is further questioning for investigation: the heparin showed up on the mar as having been administered and verified by a second clinician in the epic ehr, however we were unable to locate this medication administration in our medication safety database. This medication administration does not show up on any of the reports. We'd like to troubleshoot how that might be possible. Is it an epic setting, a pump setting, a specific user practice, or some combination?

Event description:
It was reported an over infusion of heparin. The volume to be infused (vtbi) was 6.5ml/hr; however, the heparin infused at a rate of 650ml/hr. Through due diligence attempts, additional information was provided by the customer. It was reported the heparin was ordered to bridge the patient back onto the factor xa inhibitor. Clinician bypassed the pump guardrails and manually entered the heparin drip using the basic infusion pathway. The rate/dose ordered was 650u/hour (6.5ml/hr) but was entered as 650ml/hour which effectively resulted in a bolus of 25,000u of heparin over thirty (30) minutes. The error was discovered on completion of the full infusion. Administration of protamine to reverse heparin overdose. Patient remained stable with no active bleeding. Additional information was received during on visit. The heparin infusion was a 150ml bag containing 25,000 units of heparin. 240ml was the ordered volume to be infused however 250ml was programmed as the volume. No other infusions were running at the time. The customer is further questioning for investigation: the heparin showed up on the mar as having been administered and verified by a second clinician in the epic ehr; however, we were unable to locate this medication administration in our medication safety database. This medication administration does not show up on any of the reports. We'd like to troubleshoot how that might be possible. Is it an epic setting, a pump setting, a specific user practice, or some combination?

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.